Event description:
Our phlebobtomist reported that while drawing blood with a safety butterfly needle the flow stopped due to a crack in the connector of the device between the butterfly and the tubing. At this time a small quantity of blood leaked out of the section. The draw was discontinued and had to be restarted at another site. This was the second time that the same problem had occurred with this device. The previous incident happened 2 months ago.